Event description:
Boston scientific received information that this right atrial lead displayed low, out of range pacing impedances. The lead also displayed noise, in the form of electromagnetic interference, and increased pacing thresholds. A revision procedure was performed where the lead was cut an capped. There were no additional adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.